Manufacturer narrative:
Concomitant medical products: product ID: 5554-45 lead, implanted: (B)(6) 1999, product ID: dtba1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold on the left ventricular (lv) lead. The lv lead was capped and replaced. The device had reached battery depletion prematurely. The physician attributed the apparent high lv output as the cause leading to premature replacement. No patient complications have been reported as a result of this event.